Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). Section e1 - phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 3-year-old female patient. The following results were provided: (customer provided reference range: 0.7 - 1.48 ng/dl). (B)(6) 2026 sid (B)(6) initial result = 1.60 ng/dl, repeat result = 1.05 ng/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 78042ud00; however, in-house accuracy testing was completed with a retained kit of the complaint lot. Testing met acceptance criteria and the product is performing as expected. A review of the device history record did not identify any non-conformances, potential nonconformances, or deviations with lot number and the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 78042ud00. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I free t4 result for a 3-year-old female patient. The following results were provided: (customer provided reference range: 0.7 - 1.48 ng/dl) (B)(6) 2026, sid (B)(6), initial result = 1.60 ng/dl, repeat result = 1.05 ng/dl no impact to patient management was reported.